Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B) (6) 2010, at 9am. The patient reported blood glucose results of "175, 150, 149, and 154 mg/dl" with the subject meter (date and time are unk). The patient indicated she does not manage her diabetes with oral medication or insulin; however, after the alleged issue occurred, the patient stated she continued with her usual diabetes routine. As a result of the reported issue, the patient claimed she felt light-headed and had blurry vision twenty four hours after the alleged issue began. The patient denied receiving medical intervention after the reported meter issue occurred. At the time of troubleshooting, the cca noted that the patient performed a control solution test that did not pass. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.